Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Visual inspection: the set screw was noted to be damaged.

Event description:
It was reported, at implant attempt, the physician had issues tightening the rv lead into the device header, after multiple attempts. The device was not implanted. No patient complications have been reported as a result of this event.